Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker had an estimated longevity of 11.5 years in (B)(6) 2016 which decreased to 2.5 years by (B)(6) 2017. The device was explanted in (B)(6) 2017 due to suspected premature battery depletion (pbd). Besides intervention, there was no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
It was reported that this pacemaker had an estimated longevity of 11.5 years in (B)(6) 2016 which decreased to 2.5 years by (B)(6) 2017. The device was explanted in october 2017 due to suspected premature battery depletion (pbd). Besides intervention, there was no adverse patient effects reported.